Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are hard to press when trying to program the insulin pump. Device was not bumped, dropped or exposed to moisture. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly and no damage in the keypad assembly were noted. No unlocked connector and or lcd keypad connector during visual inspection. No cosmetic damage noted.